Manufacturer narrative:
A1-a6: stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. B7: populated with additional provided patient information. F10/h6: health effect - clinical signs code grid and health impact code grid have been completed.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker reviewed the available device log and found that the device lost power two times unexpectedly during the reported event. The log showed that the battery in well 1 was not being consistently recognized and thus the device demonstrated inappropriate battery switching due to the intermittent connection. The log review indicates the cause of the issue to be the battery in well 1 not being seated properly.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed the batteries were not properly seated. The batteries were securely reseated and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.